Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv45). The fse replaced the tubing and the instrument performed without any leaks. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 3 to 5 mls of cleaner leaked from the coulter lh 500 hematology analyzer onto the counter while performing 5c controls. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.